Event description:
Reporter found pt in cardiac arrest, applied AED pads and continued to receive "prompt" connect electrodes. Unable to proceed with defibrillation. Medtronic service tech. Present - evaluated pads used on pt - AED unit - and cables. Found no failure of any item. Unit returned to service.